Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4 full height cubie had failed and it was not found on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer (full-height cubie) had failed, showing 'not found on bus.' A field service engineer had cleaned and reseated the row board cable header connection on the drawer board of the full-height cubie drawer. The system functioned as intended after the field service engineer repaired the device.